Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 450cc mentor cpx 4 breast tissue expander. Post-operatively, the patient was diagnosed with a deflated tissue expander of an undisclosed side by a medical professional. As a result, the patient underwent removal and replacement with an undisclosed tissue expander on an undisclosed date. The date of implantation and event were provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On january 22, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Paperwork received with the device provided the serial number. Serial: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, mentor completed an evaluation on the returned device. Mentor then conducted visual inspection, leak testing, and microscopic examination of the device. During visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, according with mentor procedure, and it revealed a tear on the posterior view, measuring approximately 0.2 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Based on the information currently available. This product was sent to mentor's manufacturing team for additional analysis. According to the manufacturing investigation, the process and data records collected for the deflated device are within specification. The tear reported on the product complaint is not able to be confirmed as a manufacturing defect. Manufacturer¿s reference number: (B)(4).